Event description:
Medtronic received a report that the patient had a dissection of the right internal carotid and there was embolization to a new vascular territory during the procedure. The dissection was possibly caused when they were trying to reposition the microcatheter and microwire. There was manipulation of the thrombus with the stent retriever and/or suboptimal aspiration through the catheter. There was thrombus in the a4 segment of the right anterior cerebral artery with subsequent infarction in the vascular territory on the control CT 24 hours. The event resulted in a hospitalization starting on (B)(6) 2022. The patient was recovering at the time of the report. The dissection event was casually related to the study procedure, and the embolization to a new vascular territory was casually related to the study procedure and possibly related to the study devices. The patient's mrs score was 0 and nihss score was 6. The patient's pre-procedure mtici score was 0 and the post-procedure mtici score was 1. The aneurysm was located in the middle cerebral artery (mca), m1, in the right hemisphere. Additional information was received indicating the adverse event did not result in treatment. There was a cerebral artery embolism to a new vascular territory. The manipulation of the thrombus was due to the location and condition of the thrombus. Additional information was received indicating the patient had a neurological deterioration, which led to a prolonged hospitalization. The patient's nihss score went 6 to 17. The event was not resolved at the time of the report. There was a dissection caused during the procedure, which then caused further neurological deterioration. The event was not related to the device but was casually related to the study procedure. Additional information received reported that the sponsor assessed the embolism as caused by the procedure and possibly related to the riptide, phenom 21 microcatheter, react catheter, and solitaire. They assessed the dissection as caused by the procedure and possibly related to the phenom 21 and react catheters.

Manufacturer narrative:
This event was previously reported in manufacturer report # 2029214-2022-00316 and 2029214-2022-00317. If information is provided in the future, a supplemental report will be issued.